Manufacturer narrative:
The customer confirmed that the event that occurred was from a skin condition that the patient had. There is no malfunction of the device. Customer decided not to return the device for evaluation. Device was not returned to the manufacturer facility.

Event description:
It was reported that while the customer was using the cast cutter, the blade cut the patient. It was confirmed with the customer that the patient they thought may have been cut with the saw had a skin condition. Patient was bleeding because of skin condition not the cast cutter.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that while the customer was using the cast cutter, the blade cut the patient. It was confirmed with the customer that the patient they thought may have been cut with the saw had a skin condition. Patient was bleeding because of skin condition not the cast cutter.